Manufacturer narrative:
D.4. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that a urine plate inoculated by the bd kiestra inoqula track, gave a false negative result. A manual confirmatory result was performed which gave a positive result. There was no report of patient impact.

Event description:
It has been reported that a urine plate inoculated by the bd kiestra inoqula track, gave a false negative result. A manual confirmatory result was performed which gave a positive result. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation of a complaint involving the bd kiestra inoqula track. According to the information provided, the customer reported that a urine culture plate processed through the fa system showed no bacterial growth, which was inconsistent with cytological findings suggesting a urinary tract infection. A manually prepared plate from the same sample showed significant bacterial growth, prompting concerns about a false negative result from the automated process. During the investigation, the laboratory automation applications specialist (laas) reviewed the system logs and confirmed that the plate had passed through the fa system. Positive dispense verification (pdv) and pipette calibration were both confirmed to be functioning correctly. No mechanical or calibration faults were detected. The issue was mitigated by the customers¿ decision to manually verify the culture result before reporting. There was no negative impact and no patients were treated based on erroneous results. Following this action, no further issues were encountered. Based on the investigation, this case has been assessed as unconfirmed for a bd quality issue. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality will continue to closely monitor trends associated with this issue.